Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: (facility name should be " olympus") (added health professional and occupation " no" and " non health professional") (the field for ¿health professional¿ was inadvertently marked; it should be left blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is possible that this was caused by insufficient cleaning. It¿s also likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to leakage control unit -scope cover. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:   ¿the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle by foreign material. There was no patient involvement.